Event description:
It was reported that the patient experienced a return of pain following the use of the implantable neurostimulator 977006 ng pain pc vanta and lead scs 2x8 surgeon console surgical lead. High impedance was observed on electrodes 4-15 (40000) on the day of surgery, and poor connectivity was noted. The issue was ongoing and not resolved at the time of reporting. Troubleshooting steps included requesting the physician to remove the leads from the battery and clean them; however, upon rechecking, the same connectivity error and high total impedance on the right lead persisted. The issue had been communicated to the physician prior to the battery replacement procedure, but only the battery replacement was performed, with a lead revision planned for a future surgery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(6), ubd: 23-may-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.